Manufacturer narrative:
The field service center replaced the turbine to correct the reported problem.

Event description:
It was reported that the ventilator had a disc/sense alarm condition and the turbine did not rotate during testing. The ventilator was not connected to a patient when the reported problem occurred.